Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the ventilator generated technical error indicating on/off switch error and internal temperature high alarm due to o2 gas module being defective. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Reported technical error indicates on/off switch error. The on/off switch is neither in on or off position during more than 3 seconds. If there is a negative signal from one of the pressure sensors in gas module, it will incorrectly look like there is a gap/break in the switch and technical error indicating on/off switch error will be generated. Internal temperature high alarm indicates that the temperature inside the ventilator is too high. The complete device's logs were not provided for further analysis. Provide photo of the ventilator screen with section of logs, do confirm occurrence of reported technical error. Our conclusion is that the part pointed out as defective was the cause of the failures.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's o2 gas module was defective. There was no patient harm. Manufacturer's ref.#: (B)(4).